Event description:
It was reported on (B)(6) 2011 during the procedure error message 102.9 occurred. Per the customer, technical support advised this was an overpower error. Per the customer, error message 102.9 was cleared and the procedure was completed. No pt injury or incident was reported.